Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window.